Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, no additional findings were noted in addition to the reportable malfunction. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd autoclavable camera head had a bad image quality. Upon inspection of the customer¿s returned device it was observed, the subject device had no image due to charged coupled device (ccd) failure. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed the event occurred due to a charged coupled device (ccd) failure. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, the reported issue occurred on (B)(6) 2022 prior to an unknown procedure. The intended procedure was completed with a similar device. Olympus will continue to monitor the field performance of this device.